Event description:
It was reported that the patient presented in-clinic for a device changeout procedure. During the procedure insulation breach on the right ventricle lead was noted. The right ventricle lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.